Manufacturer narrative:
Concomitant product: 452453, lead, implanted: (B)(6) 1994.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. It was noted that the lead was pulled back into the coronary sinus. The lead was capped and replacement is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.